Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 25.9 mmol/l. It was stated that the customer also experienced vomiting and numbness. Troubleshooting was performed, and the insulin pump was programmed correctly. Found a low reservoir alarm in the alarm history. The insulin pump passed the prime test. It was stated that the customer wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.